Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate properly. A same lot sample is reported to be available for evaluation; however, at this time has not been received. Based on the information available at this time and without having a physical sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. If/when the same lot sample is returned and evaluated a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted to document the video evaluation results. Video provided confirmed the reported issue of device failed to fixate properly, however the video did not assist in determining a root cause. Based on the information available and without having the sample to evaluate, a definitive root cause for the failure to fixate could not be established. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic hiatal hernia repair procedure on (B)(6) 2025, a sorbafix enhanced fixation device was deployed into peritoneum and failed to fixate properly. It was reported that no dry fire was attempted, and the procedure was completed using another device. The surgeon is well experienced handling the device and counter pressure was added while fixating the mesh. There was no patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate properly. A same lot sample is reported to be available for evaluation; however, at this time has not been received. Based on the information available at this time and without having a physical sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. If/when the same lot sample is returned and evaluated a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic hiatal hernia repair procedure on (B)(6) 2025, a sorbafix enhanced fixation device was deployed into peritoneum and failed to fixate properly. It was reported that no dry fire was attempted, and the procedure was completed using another device. The surgeon is well experienced handling the device and counter pressure was added while fixating the mesh. There was no patient injury.